Event description:
It was reported that after the patient completed charging their implantable pulse generator (ipg), the patient stood up and felt a sharp pain at the ipg site on her chest. The patient had an xray and the ipg appeared to be positioned correctly. The patients primary care physician administered medication to the patient for the pain. The stimulation settings have been adjusted however this has not relieved the patients pain. A database analysis was performed an no anomalies were found. The patient stated that when they turned off the stimulation the pain subsided and when stimulation was turned back on, the pain returned. The patient underwent a procedure where the ipg was explanted and replaced. Post-operatively, the patient appeared to be recovering as expected. A few days following the procedure, the patient reported that the chest pain had resolved.

Event description:
It was reported that after the patient completed charging their implantable pulse generator (ipg), the patient stood up and felt a sharp pain at the ipg site on her chest. The patient had an xray and the ipg appeared to be positioned correctly. The patients primary care physician administered medication to the patient for the pain. The stimulation settings have been adjusted however this has not relieved the patients pain. A database analysis was performed an no anomalies were found. The patient stated that when they turned off the stimulation the pain subsided and when stimulation was turned back on, the pain returned. The patient underwent a procedure where the ipg was explanted and replaced. Post-operatively, the patient appeared to be recovering as expected. A few days following the procedure, the patient reported that the chest pain had resolved.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Pain or discomfort are a known risk with the use of deep brain stimulation.